Event description:
Reportedly, after a computerized tomography of the head of the pt (which was performed on (B)(6) 2010), the pacemaker involved in this MDR report was interrogated: the elective replacement indicator was reached (with a high battery impedance at 215 kohm) and the device was in vvi mode; however, absence of output was observed. The device was then reprogrammed in aai and pacing pulses were observed; however, it was not possible to read memory data and an error message was displayed. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was mfg and used outside the united states. Analysis is pending.